Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: part: 010000664, g7 pps ltd acet shell 54f, lot: 6263204, part: 192109, echo por fmrl lat nc 9x125mm, lot: 226980. (B)(6), multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-00910.

Event description:
It was reported that the patient underwent initial right hip surgery and subsequently suffered early deep infection less than one year after implantation. The patient required I & d and the head and liner were revised. Attempts have been made and no further information has been provided.